Event description:
Valve was implanted on 03/04/1998 and revised on 04/06/1998 to an orbis sigma valve. Pt had three days of headache and vomiting. The valve had an opening pressure of 10, opening flow was good, seemed to be working adequately. Dr was concerned about reabsorbtion. There was a mass in the distal end, in abdomen, a fluid collection.